Event description:
It was reported that "needle hub cracked." Customer reported the cone completely broke off, leaving just a small plastic ring. The broken needle was removed from the patient with pliers. A replacement needle was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "needle hub cracked." Customer reported the cone completely broke off, leaving just a small plastic ring. The broken needle was removed from the patient with pliers. A replacement needle was used. The patient's condition is reported as fine.